Event description:
It was reported that during a laparoscopic nephrectomy procedure upon use of the applier the surgeon found that clips were "spitting" out of the jaws of the instrument. He replaced the applier with a like product and found the same thing occurred. He changed to a 3rd applier with differing lot number and the device allowed the finish of the procedure. There was no consequence reported to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.